Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The instructions for use (IFU) instructs: during device preparation and implantation of the company intra ocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs : if the leading haptic is straight or looped and extended in front of the lens, rotate device clockwise to be bevel left before advancing plunger to ensure the leading haptic is correctly placed in the capsular bag. As the leading haptic begins to exit the nozzle tip, place the leading haptic into the capsular bag in its correct orientation, and continue to slowly advance the plunger to deliver the lens. As the optic exits the nozzle, rotate the device counter clockwise back to center or slightly bevel right if needed to ensure the lens unfolds anterior side up within the capsular bag. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the directions for use (dfu). A straight leading haptic may occur: ¿ due to the normal folding variations as indicated in the dfu diagrams. ¿ if the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. ¿ if there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The reporting facility has not provided any further information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that the lens did not fold correctly, straight leading haptic. The lens was implanted. Procedure was completed and corneal endothelium damage was noted at post op visit. Additional information has been requested.